Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product ID - unknown; catalog number, lot number and expiration date - unknown; date implanted - unknown; 510k number - unknown; manufacture date ¿ unknown.

Event description:
It was reported that a patient underwent an initial right total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to a malpositioned acetabular cup. The modular head, acetabular cup and liner were removed and replaced.